Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (65 mg/dl). Customer ate to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with their health care professional. In addition, it was reported that the pump time was inaccurate. Reportedly, the customer forgot to adjust the pump time for daylight savings. Tandem technical support guided the customer through adjusting their pump time.